Manufacturer narrative:
(B)(4). It is currently unknown whether the product will be returned to zimmer biomet for evaluation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device location is unknown.

Event description:
It was reported that the patient may undergo additional medical intervention following knee arthroplasty concerning the articular surface. The nature of the patient harm and potential medical intervention is unknown at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It is reported that the patient underwent a knee arthroplasty revision more than approximately twenty (20) years post-operatively to address wear of the articular surface.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through radiographic inspection and the complaint was confirmed through review of medical records. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.